Manufacturer narrative:
(B)(4).device evaluation: one used sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. A batch review was conducted and revealed that the product met all acceptance criteria for release. This is a single use device and will not be repaired. This issue is currently being investigated under CAPA (B)(4).

Event description:
It was reported that the reservoir of a ce infusor lv 5 device had ruptured during filling. The device was being filled with 5-fu. There is no repot of patient injury or medical intervention. No additional information is available.